Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high capture thresholds at 6.5 v and low sensing thresholds at 2.4 mv. The lead was capped and replaced.